Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l5. It was reported that approximately two weeks post-op, a fracture through the l5 pedicle extending obliquely through the l5 vertebral body was found. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.

Event description:
The patient reported pain two weeks post op. A revision surgery to the iliac was performed two months post op.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l5. It was reported that approximately two weeks post-op, a fracture through the l5 pedicle extending obliquely through the l5 vertebral body was found. No additional patient complications were reported. The patient reported pain two weeks post op. A revision surgery to the iliac was performed two months post op.